Event description:
Reporter stated he had a meter to health care professional, meter comparison blood glucose test performed resulting in a reading of 146 and 107 mg/dl respectively. Reporter also stated control soultion tests were 355 and 323 mg/dl. Reporter then added he received his meter from the hosp and the control solution was open and may have been expired.